Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but could not be provided. Calibration and quality controls prior to the event were within range. A general issue with the instrument and reagent can be excluded. Only the first result from each patient was concerned. The repeat results were acceptable. The most probable root cause is related to pre- analytics.

Event description:
The customer complained of questionable cholesterol gen.2 (chol2) results on two patient samples. Of the data provided, the chol2 for one sample was determined to be erroneous. In addition, an erroneous ldl- cholesterol plus 2nd generation ldl (ldl) result was found on the same sample. The initial chol2 result was 407 mg/dl. This result was reported outside of the laboratory where it was questioned by the physician. The sample was repeated on (B)(6) 2015 and the result was 206 mg/dl. This result was reported outside of the laboratory to correct the previous result. The initial ldl result was 323.1 mg/dl. The sample was repeated on (B)(6) 2015 and the result was 117.5 mg/dl. It is not known if these results were reported outside of the laboratory. No adverse event occurred. The chol2 reagent lot was 604779. The expiration date was requested but not provided. The reagent lot and expiration date for ldl was not provided.

Manufacturer narrative:
This event occurred in (B)(6).